Manufacturer narrative:
(B)(4).the patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 06/28/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data will not be analyzed as signal loss for one hour or less is within specification. The complaint confirmation could not be determined. No root cause analysis was performed. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.